Event description:
The customer stated that he tested his blood glucose using his contour and elite meters. The contour read 500 mg/dl, while the elite read 220 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.